Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issued with their insulin pump. The customer states receiving a no power alert and a change sensor alarm. The customer's blood glucose at the time of incident is unknown. However, customer states his blood glucose is high. The customer also states receiving a no delivery alert. The customer declined to troubleshoot and will monitor device and call back if needed.